Manufacturer narrative:
(H3) based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: significant edge loading of the femoral head on the acetabular liner and combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors specified in an hhe. The prosthesis wear was able to be confirmed from the provided radiograph/device images. *the following sections have corrected information: (h6) health effect clinical code, medical device problem.

Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): (B)(6) 186-01-56 - integrip cc, cluster 56mm,g3 (B)(6) 190-30-11 - alt ha s clr std sz 11 (B)(6) 170-40-03 - biolox delta femoral head 40mm 0d, +3.5mm.

Event description:
It was reported that this 76 y/o female patient's left hip was revised approximately 6 years 2 months post op. The patient had an original exactech tha on (B)(6) 2018. The patient returned to surgeons office with complaints of pain, and dissatisfaction with their hip. Upon examination, the patient has a recalled poly liner. The patient was scheduled for a revision total hip replacement possible poly liner and femoral head swap. The patient had revision surgery on (B)(6) 2024 and underwent a poly acetabular liner swap and femoral head swap. Patient was last known to be in stable condition following the event. Devices are not returning, sent to lab and legal hold at the hospital.